Event description:
At implant the doctor was not able to advance the lead in the 8-15 slot on the back side of the neurostimulator (ins). The lead it self went in the ins just fine in the front. He tried unscrewing the lead or the screw more and then tried to advance the lead and that did not work. He also tried switching the leads and that did not work. A new ins was used. The pt has recovered from surgery and was doing very well.

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will sent when the analysis is complete.